Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for a failed battery test. They had tried several batteries without resolving the issue. The blood glucose reading was 78 mg/dl. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The mother was advised to insert a new battery and again received a failed battery test alarm. The mother stated that the batteries were old and that she would try new batteries and call back if the issue persisted.